Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support informed the caller that the reset was a built-in safety feature to ensure proper pump performance, and the pump was functioning as intended. The customer was educated on the steps needed after a reset, and acknowledged this information.